Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station time was not sync. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was out of sync. A technical support specialist (tss) dialed into the server using remote smart service (rss) and then connects to the station the same way. It detects that the station was in critical override mode and notices that the time was not synchronized with the server. Tss adjusted the station's time with server time, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Correction: b5, d1, d10, h11. Upon investigation of the actual device used in this incident, it was determined that the station time was out of sync. A technical support specialist (tss) dialed into the server using remote smart service (rss) and then connects to the station the same way. It detects that the station was in critical override mode and notices that the time was not synchronized with the server. Tss adjusted the station's time with server time, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, station time was not sync. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.